Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove gripper line, foreign body in patient and intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The first clip was deployed, reducing mr. A second clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the gripper line could not be removed; therefore, the cds was removed over the gripper line. Multiple catheters, snares and radiofrequency (rf) energy was used in an attempt to remove the gripper line, but the attempts were unsuccessful. The decision was made to cut the gripper line at the groin, leaving a portion of the gripper line in the anatomy. Two clips were implanted, reducing mr to 1+. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported for unable to remove the gripper line from this lot. All available information was investigated, and a definite cause for the reported inability to remove the gripper line in this incident could not be determined. Additionally, the reported foreign body in patient was a result of procedural circumstances/operational context as the gripper line could not be removed and was cut at the groin, leaving a portion of the gripper line inside the patient. The reported patient effect of foreign body in patient is listed in mitraclip ntr/xtr system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.